Manufacturer narrative:
H11: manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced mild toxic anterior segment syndrome. Diagnostic cultures were not performed. Treatment was performed and problem resolved. Lens remains implanted. Cause of the event was reported as unknown. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: d4 - serial #: (B)(6), expiration date: 01/31/2026, primary unique device identifier (udis) #: (B)(4). H4 - device manufacturer date: 02/10/2026. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. (B)(4).